Manufacturer narrative:
The product and serial information as previously provided was incorrect. No serial# information is available however, the correct product no. Is (B)(4).

Event description:
It was reported via repair work order that the recliner foot section would not latch due to wall saver mechanism malfunction. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the recliner foot section would not latch due to wall saver mechanism malfunction. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.